Manufacturer narrative:
Section e: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734477r, serial/lot #: unknown, product ID: 9733619, serial/lot #: (B)(6), product ID: 9733625, serial/lot #: (B)(6) g2) foreign country: india h3) a manufacturer representative (rep) went to the site to test the navigation system. The uninterruptable power supply was replaced and the system performed as intended. Codes: b01, c02, d02 h6) multiple annex g codes were submitted for the event. Annex g code, g02007, applies to product ID: 9734477r while annex g code, g02027, applies to product ids: 9733619 and 9733625. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying no signal on monitor, the site reset all connections still the computer was not booting up. There was no patient involvement. The probable cause was noted to be the computer.

Manufacturer narrative:
H2, h3) additional information: the power supply and computer were replaced in addition to the uninterruptable power supply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.